Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that post implant atrial premature contraction was noted. No intervention was performed since the sensing and pacing functions were normal. X-ray was performed at a later date due to increased frequency of atrial premature contraction episodes. The atrial lead was found to be dislodged. The patient was asymptomatic. During repositioning the setscrew did not rotate properly and loosen. The lead was explanted. A new device was implanted. While attempting to remove the right ventricular lead from the device the set screw would not rotate .the lead was pulled with force from the old device and connected to the new device. No adverse consequences to the patient were noted.